Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification(UDI) is not available. A medtronic representative went to the site to test the equipment. Testing revealed that the dongle pendant was damaged. Representative performed a fix which resolved the issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that during startup the system was stuck in emergency stop mode. After a few restarts, the issue was resolved. No patient present.